Event description:
It was reported that the surgeon was collecting headset lateral markers with debrider tips on the instatrak 3500 system. There was no pt injury reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.